Event description:
Allegedly, the x-ray showed dislocation of the acetabular liner with superior migration of the femoral head into the acetabulum. The physician found large loose poly fragment floating within the hip capsule as well as severe metallosis. Total hip components were removed.